Event description:
It was reported that the customer received a notification during the load process stating "the cartridge cannot be used, remove and install a new cartridge". Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification during the load process stating "the cartridge cannot be used, remove and install a new cartridge. There was no impact to customer's blood glucose level. Emailed (B)(6) to see if cartridge was successfully loaded.